Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0502n, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient¿s first implantable neurostimulator (ins) was replaced because it was not working. It was stated that the trial worked great, but the permanent implant did not work almost immediately after implant. After trying to work with programming, the patient informed the healthcare provider (hcp) that the device was not working in (B)(6) 2013. The patient told at that visit the leads were not working (not getting any readings on lead wires at all) the system was subsequently replaced in (B)(6) 2014.